Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery after a suspected infection. The culture came back negative for infection.

Manufacturer narrative:
Correction: h6 clinical. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to discomfort and stiffness and reduced range of motion. All prosthesis removed and discarded. Specimens taken for pathology. All original bone cement removed. Copious lavage attended. All joint and medullary canal surfaces irrigated with aqueous betadine. Full set of prosthesis cemented in, with antibiotic cement.